Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that they had infection and their device was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Per additional information received previously reported information does not pertain to this device. All information is being reported under mfg# 3004209178-2016-05074. Any additional information received going forward will be reported under mfg #3004209178-2016-05074.